Event description:
The manufacturer received information alleging a trilogy 100 ventilator was returned for service with damage. There was no harm or injury reported. During evaluation, the alternating current (ac) port was noted to be damaged. The ac connector cable kit required replacement to correct the issue. However, no repairs were completed because the device was scrapped. Additional findings not related to this issue included a broken front closure.